Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 7299, bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD), implanted 2005-(B)(6); product ID 694965, implantable tachy lead, implanted 2005-(B)(6); product ID 5076-52, implantable pacing lead, implanted 2005-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture in all configurations. The lead was capped and the system downgraded from a bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) to an ICD. No patient complications have been reported as a result of this event.